Event description:
Requesting reship of 1 pack of 10 syringes for replacement. Pt's mother reported 5 damaged syringes received in last order resulting in not enough syringes for use. Allegedly happened in previous order and running out of syringes for injection with each order. No missed doses noted. Couldn't provide lot number. Dates of use: (B)(6) 2018 - present. Diagnosis or reason for use: short stature.